Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/16/2020. A manufacturing record evaluation was performed for the finished device lot number plz661, and no non-conformances related to the reported complaint condition were identified additional h3 investigation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a needle-suture piece of product code sxpp1a405, lot plz661. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, marks by use of a surgical instrument could be observed on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. Addition, some barbs were found damaged and body fluids were found along of the strand. The product code sxmp1b103 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. A picture was received for evaluation. Upon to visual inspection of picture a foil packet of product code sxpp1a405, lot # plz661 could be observed, no sutures were noted in picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a percutaneous top internal fixation (spine) surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, fixation feature breakage occurred. Changed another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.